Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a threshold suspend on their insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that the blood glucose readings were inaccurate for the first 48 hours of using the insulin pump. The customer declined any assistance in trouble shooting the issue. The customer was advised to monitor the insulin pump and to call the help line if they experienced any other issues. No further information was provided.